Event description:
It was reported that during a left heart catheterization treatment procedure, stent dislodgement occurred. The lesion was located in the "very" calcified obtuse marginal. They could not deliver the stent at first. A 4.00 mm x 16 mm veriflex stent was advanced thru a non bsc guide catheter then the stent "stripped off" the balloon in it. The physician ended up "ballooning" the vessel with the stent delivery balloon (no stent on the sds) and when he got back into the non bsc guide catheter, he inflated the balloon inside of it so that the stent would stay inside it. Pulled everything out altogether and was able to retrieve the stent. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).